Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of an omega stent delivery system (sds) with the stent and without a hub. The balloon was loosely folded with the stent secured between the markerbands. There is blood in the guidewire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is broken and the hub was not returned with the device. There is stent strut damage in numerous locations on the stent. There is tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. This device was received with no reported issues. However, upon review of this device, stent damage and hypotube broken were noted.